Manufacturer narrative:
Visual inspection of the returned instrument found signs of repeated use and the head fractured in two. Gouges and deformation damage was found on the head fragment; the end of the handle of also has some dents. These damages indicate repeated use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the information available a definitive root cause can be identified as fracture due to wear and tear from usage in field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that while he surgeon was inserting the femoral implant, the tip of the impactor fractured. Surgery was completed without any other problems. All pieces were accounted after the surgery.